Event description:
It is reported that the patient faced high blood glucose levels upto 300 mg/dl on (B)(6) 2026 and was treated with correction bolus via pump, correction injection via mdi (multiple daily injections) and changed infusion set only.

Manufacturer narrative:
Based on the available information, this event is deemed to be a serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number. Reporting site: 8021545. Manufacturing site: 3003442380.